Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. E1: initial reporter email address- (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set was damaged. The following information was received by the initial reporter with the following verbatim: nch has had multiple failures impacting patients with their bd filter #10011865/lawson #119228. We think it was limited to the two following lot numbers #23079268 and #23029085. Reports have been filed with zane from bd (attached). Bd will investigate these failures. In the meantime, we would like to request that these two lot numbers not be sent to us. We don¿t have a total number that is impacted, but cticu has around 160 eaches that we would like to replace.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was component damage could not be verified due to the product not being returned for failure investigation. A device history record review for model 10011865 lot number 23079268 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10011865 lot number 23029085 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
No additional info.